Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis with blood glucose level of 750 mg/dl. The customer was feeling disoriented, throwing up, breathing hard, and had fast heart rate. Customer was wearing the insulin pump at the time of hospitalization. Customer also reported getting insulin flow blocked alarm. The customer has tried other remedies and declined for further troubleshooting. The customer wanted an insulin pump replacement. The product was not returned for analysis.